Event description:
It was reported that the patient was informed by her health care professional that she needed a battery replacement. The patient was told the battery could last 3 to 5 years, but had the battery for only 1 year and 8 months. Additional information requested but had not been received as of the date of this report.

Event description:
It was later reported that there was no event; the battery was at elective replacement indicator. It was noted that the battery depletion was normal. The patient had an elective replacement in (B)(6) 2013 and didn¿t return for reprogramming. It was reported that there was no hospitalization and there was no injury / a non-serious injury or illness.

Manufacturer narrative:
Product ID: 3387s-40, lot# v103453, implanted: (B)(6) 2008, product type: lead. Product ID: 3387s-40, lot# v103453, implanted: (B)(6) 2008, product type: lead. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 64002, lot# n297620, implanted: (B)(6) 2011, product type: adapter product ID: 37642, serial# (B)(4), product type: programmer. (B)(4).

Manufacturer narrative:
(B)(4).